Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a reset error after a battery change and that the date and time needed reset. Another error alarm was also noted in the alarm history. The blood glucose reading was 91 mg/dl. The customer was advised that the insulin pump experienced an unexpected restart and that it was normal insulin pump behavior. The customer also reported a hospitalization due to high blood glucose. The blood glucose reading was 362 mg/dl. She stated that the blood glucose had not run high since then and declined to troubleshoot for that issue. The customer also reported cracks to the reservoir chamber. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with the operating currents within specification, and passed the self-test, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However, the pump alarmed unexpected restart and memory settings reset after the battery change due to a voltage leak on the interface board. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube window, and a scratched reservoir tube window.